Event description:
It was reported that the patient had not been able to feel stimulation like she was prior to a couple of days before it was reported. The patient kept stimulation at 3.8v and turned it up to 4.0v but was not able to feel stimulation. It was noted that the patient was able to feel stimulation when she tipped her head back but for a couple of days prior to the report, she wasn't able to feel stimulation when she did that. The reporter indicated that the patient had to turn stimulation up past 5v or higher at night. However, the patient could not have stimulation on that high during the day or she would be "tripping over her feet". The patient had tried different programs and settings as well. There had been no patient falls or trauma. It was also reported that the patient's recharging frequency had been "erratic". About 6 months before, the patient had to charge every other day versus every 4th day. It was noted that the patient was back to charging every 4th day. It was also indicated that the patient was not able to adjust stimulation. The reporter indicated that the patient saw an error mess age on her patient programmer but could not recall when the message was. The error message was not a end-of-service (eos) message but started with a 00. It was noted that the patient changed the batteries in her programmer and had not seen the error code since.

Manufacturer narrative:
Concomitant medical devices: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37743, serial#: (B)(4), product type: programmer, patient; product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).